Event description:
The customer reported that the insulin pump had recurring motor error alarms. Troubleshooting was performed. The caller stated that she had an MRI while wearing the insulin pump. The customer stated that she was not able to rewind, and the displacement could not be performed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. During the call the customer mentioned being hospitalized due to her glucose level going up and down, and she fell dizzy. The customer also mentioned that she had a partial stroke and a transient ischemic attack. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm.